Manufacturer narrative:
The main component of the system and other applicable components are: : product ID: 924256, lot# 082204816a , implanted: (B)(6) 2016, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that a hcp had multiple patients came in and said to them "you did not tell me I would have these horn on my head". The hcp was not happy that the stim loc created horn on the head of a patient due to the stim loc cap not being flush with the skull. The surgical intervention occurred and a position needed to recess into the patient skull to minimize the "horns" on the head. Two weeks later, information reported via hcp that they took away some bone so that the patient would not have the horns so much. It was indicated that this was the initial implant and the hcp complained that the patient would have horns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.